Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. There was no adverse impact on the customer's blood glucose level. Tandem technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose, which the customer acknowledged and understood.